Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend blade did not return. A self-test error also occurred and continued use was impossible. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found the dislodged grip ring. The complaint was confirmed by a failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, the instrument failed the self-initialization test when it was placed on an in-house system. Upon manual articulation, the grips did not open, and the blade appeared to be exposed. The grip open lever was not functional. The grip ring moves freely up and down. It was noticed that the instrument had failed during initialization from both the log review and during in-house testing. The provided image is consistent with the allegation of an exposed blade. The probable root cause is attributed to dislodged grip ring is related to the manufacturing process. The root cause is attributed to failed functional tests and is attributed to the dislodged grip ring.